Manufacturer narrative:
(B)(4).

Event description:
It was reported that while in the cath lab the intra-aortic balloon (iab) was prepped per instruction. The fiberoptix sensor (fos) was inserted into the pump, the clicks were heard and the green light bulb appeared on the screen. After inserting the iab via the patient's left femoral artery using a sheath the intra-aortic balloon pump (iabp) therapy was initiated. At this time the green bulb changed to black. The iab was removed over the spring wire guide and replaced using the same insertion site. There was a 30 minute delay / interruption in iabp therapy. Medical / surgical intervention was not required. The patient died. The medical staff stated that the device did not contribute to / or cause the death. Additional information received stated that the first iab was prepped while still in the tray. When it was removed from the tray the rn stated the fos signal was lost. They still inserted the iab using the arterial pressure (ap) source. The patient was stable. After the 7th beat, the ap waveform flat lined. The iab was removed and replaced successfully; however, the patient did need counterpulsation and did not receive it for 30 minutes due to the event. The patient was moved to the intensive care unit with the iabp and it is where she died. When asked if the device contributed to the death of this patient the rn stated that the patient needed the support of the iab and it was interrupted for 30 minutes. When she left the cath lab she was still alive. The rn did not know the cause of the patient's death while she was in the ICU.

Manufacturer narrative:
(B)(4). Evaluation: returned for evaluation was a 40cc 8.0fr intra-aortic balloon fiber optic sensor in the supplied return kit. The bladder membrane was wrapped in bubble wrap. Blood was noted on the exterior of the bladder membrane but not within the membrane. A kink was noted approximately 55.0cm from the distal tip of the catheter. Small areas of dried blood were noted on the bladder membrane. The distal end of the teflon sheath was approximately 25.0cm from the distal tip of the catheter. The one-way valve was tether to the short-driveline tubing. The fiber optic sensor connector and calibration key were examined. The gray fiber optic sensor connecter was properly seated in the housing and both retaining tabs were intact. The center post of the fiber optic sensor was centered. The blue clamshell housing was examined and no abnormalities were noted. The calibration key was intact. The bladder thickness was measured and was within specification. See other remarks section. Other remarks: the one-way valve was tested and passed. A vacuum was pulled on the one-way valve and it held for at least 1 minute and then 30 seconds five separate times according to quality system document. The fos and cal key were connected to the intra-aortic balloon pump. The pump displayed a "ll" low light return and "pl" fiber optic sensor is measuring outside of pressure range status indicating a potential broken fiber. The fiber was found broken approximately 1.3cm from the distal tip. The intra-aortic balloon was submerged in water and leak tested. No holes or leaks were detected. The unit passed leak test. A lab inventory 0.025in guidewire was front loaded through the distal tip of the intra-aortic balloon. Resistance was encountered 5.5cm from the distal tip. The guidewire could not advance. Blood exited with the guidewire. The guidewire was reinserted through the distal tip using forceps. Resistance was encountered 55.0cm from the distal tip of the catheter at the location of the previously noted kink. The guidewire was able to advance. Blood exited with the guidewire. The guidewire was back loaded through the luer end. Resistance was encountered approximately 28.0cm from the luer end at the location of the previously noted kink. The guidewire was able to advance. Some blood exited with the guidewire. The blood clot was able to be cleared, and the catheter was able to be aspirated and flushed. The intra-aortic balloon was connected to an intra-aortic balloon pump with lab inventory driveline tubing and transducer. The intra-aortic balloon was inserted into the "t" tube, the transducer was zeroed, and 100mmhg backpressure was applied. The intra-aortic balloon was pumped for a minimum of 5 minutes. There were no alarms triggered. The bladder inflated and deflated completely with each beat. The balloon pressure waveform (bpw) was normal. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Conclusion: the reported complaint of arterial pressure poor waveform is confirmed. Blood was found in the central lumen, and a kink was also found on the central lumen. The arterial pressure waveform can potentially dampen from the central lumen becoming occluded. The root cause of the kink and blood found in the central lumen is undetermined.

Event description:
It was reported that while in the cath lab the intra-aortic balloon (iab) was prepped per instruction. The fiberoptix sensor (fos) was inserted into the pump, the clicks were heard and the green light bulb appeared on the screen. After inserting the iab via the patient's left femoral artery using a sheath the intra-aortic balloon pump (iabp) therapy was initiated. At this time the green bulb changed to black. The iab was removed over the spring wire guide and replaced using the same insertion site. There was a 30 minute delay / interruption in iabp therapy. Medical / surgical intervention was not required. The patient died. The medical staff stated that the device did not contribute to / or cause the death. Additional information received stated that the first iab was prepped while still in the tray. When it was removed from the tray the rn stated the fos signal was lost. They still inserted the iab using the arterial pressure (ap) source. The patient was stable. After the 7th beat, the ap waveform flat lined. The iab was removed and replaced successfully; however, the patient did need counterpulsation and did not receive it for 30 minutes due to the event. The patient was moved to the intensive care unit with the iabp and it is where she died. When asked if the device contributed to the death of this patient the rn stated that the patient needed the support of the iab and it was interrupted for 30 minutes. When she left the cath lab she was still alive. The rn did not know the cause of the patient's death while she was in the ICU.